Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No allegation of product malfunction was alleged. No x-ray films were provided to confirm the event.

Event description:
On (B)(6) 2019, patient underwent an percutaneous posterior spinal fusion procedure at t11-t12 and l3-l4 levels without any reported issues. Post-operative images revealed that a portion of the reduction tube remained at l4 level screw. A revision procedure was performed and the portion of the reduction tube was removed. Not patient injury reported.